Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump and the customer was unable to complete the rewind sequence. Customer stated that they had an MRI in the morning and the insulin pump was in the room with them. Customer does use the sensor feature on the insulin pump. No further information reported.